Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin in the tubing was brown/black in color. The customer's blood glucose (bg) level was 300 mg/dl. The bg level would be addressed with a bolus; however, the contact was unsure if a bolus should be delivered due to discoloration. A new cartridge was loaded to address the event and insulin delivery was resumed.